Event description:
It was reported the patient presented to the clinic for a routine follow up appointment. Interrogation of the device revealed increased thresholds and a loss of capture. The patient did report he had recently undergone an MRI test, however, it is not clear what effect, if any, the MRI had on the patient's system. The device and rv lead were explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device and lead are in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed. No anomalies found.

Event description:
It was reported the patient presented to the clinic for a routine follow up appointment. Interrogation of the device revealed increased thresholds and a loss of capture. The patient did report he had recently undergone an MRI test, however, it is not clear what effect, if any, the MRI had on the patient's system. The device and rv lead were explanted and replaced. No patient complications were reported as a result of this event.